Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the patient presented to the hospital due to unknown reason. Upon interrogation, it was noted that the pacemaker exhibited intermittent atrial and ventricular noise sensing. During the procedure, it was noted that the noise was due to a header connection issue. The pacemaker was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.